Manufacturer narrative:
Update to h11: no additional product at the hospital or orthofix facility was available for analysis / testing. The root cause cannot be determined.

Event description:
On 23 oct 2025, patient provided surgery date of (B)(6) 2024. Follow-up discussions with patient confirmed the patient opted out of revision surgery. The hospital stated there is no product available for evaluation.

Event description:
On (B)(6) 2025, a patient informed isotis/orthofix that the osteocove putty 2.5cc and osteocove putty 5cc biologics that were implanted 8-9 months ago had not fused. Patient states she is also experiencing a rash on the torso, arms and legs, however, there has been no causality established between the osteocove putty fusion issue and occurrence of the rash. Quality compliance made multiple attempts to obtain further information about the event; however, no further information was provided. The product was not returned for evaluation. This MDR will document the event for the osteocove putty 5cc. MDR 3001503333-2025-00001 will document the event for the osteocove putty 2.5cc.

Manufacturer narrative:
No product was returned for investigation. Review of product manufacturing records found no issues that could have contributed to this event. No further information was provided by the reporter. Review of labeling: potential adverse events as with other bone grafting materials, the following complications are potential complications for osteocove putty: nonunion, delayed union immunological reactions consisting of transient localized edema, swelling, and rash have been reported to occur with bone void extenders containing collagen.